Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
The patient complained of a little soreness in her wound site on (B)(6) 2016. At office visit on (B)(6) 2016 the subject continued to complain of soreness/tenderness of the left axillary. Norco 5-325mg orally given while in the hospital for initial procedure. This is all of the information that was provided. The device remains implanted.